Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to high, out-of-range shock lead impedance measurements measuring, greater than 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.